Event description:
Back in aug of last year my husband and I started using renu. In feb we noticed that the solution was burning our eyes after it had been soaking in the case for hours. We thought ok maybe we need to clean them more. That didn't work. My eyes became light sensitive, watered for no apparent reason-even while sitting in my office with artificial light, had blurred vision, and they were blood red. I immediately removed my contacts and wore glasses for two weeks. There were big red bumps on the bottom side of my top eye lid. Ever since then my eyes have been dry and scratchy. My contact doesn't feel comfortable on my eye anymore.